Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl; cause was not known. Bolus was delivered to address bg. System check was performed with tandem technical support and no device issues were identified. Customer inserted a new infusion set site and resumed insulin delivery. Upon follow up, customer¿s bg decreased to 254 mg/dl.